Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b5 event description was updated additional codes: imf code was updated to f08 b1 adv event/product problem updated this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm. When exchanged to the back up controller it would not recognize battery power sources. The patient was hospitalized. The controllers were exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: two (2) controllers ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed visual inspection. Functional testing of (B)(6) revealed that the no power alarm sounded only briefly when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm due to an internal battery issue. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal nimh battery was swollen. After the battery was replaced, the controller performed as intended. Analysis of the alarm log file associated with (B)(6) revealed a controller fault alarm was logged on (B)(6) 2020, indicating an issue with internal battery. Additionally, log files revealed that the controller was in use for more than 2 years. Log file analysis associated with (B)(6) revealed multiple critical battery alarms logged with an incorrect date stamp, battery capacity, ID, or cycle coun t. Functional testing of (B)(6) revealed that the controller was unable to communicate with external batteries on power ports, resulting in critical battery alarms. However, the controller was still able to receive power from a power source. Internal inspection of the controller revealed a damaged diode on the communication line. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries and connected to the real time clock circuit was damaged. After the faulty components were replaced, the controller performed as intended. As a result, the reported events were confirmed. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. The most likely root cause of the reported controller unable to recognize power sources can be attributed to a damaged diode and integrated circuit on communication line. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Additional products: controller 2.0 (B)(6) d10: yes, return date: 25-aug-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 122, 120 h6: FDA conclusion code(s): 19 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As a result of review of the complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. Product event summary: two (2) controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed visual inspection. Functional testing of the first controller revealed that the no power alarm sounded only briefly when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm due to an internal battery issue. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal nimh battery was swollen. After the battery was replaced, the controller performed as intended. Analysis of the alarm log file associated with the first controller revealed a controller fault alarm was logged on (B)(6) 2020, indicating an issue with internal battery. Additionally, log files revealed that the controller was in use for more than 2 years. Log file analysis associated with the second controller revealed multiple critical battery alarms logged with an incorrect date stamp, battery capacity, ID, or cycle count. Functional testing of the second controller revealed that the controller was unable to communicate with external batteries on power ports, resulting in critical battery alarms. However, the controller was still able to receive power from a power source. Internal inspection of the controller revealed a damaged diode on the communication line. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries and connected to the real time clock circuit was damaged. After the faulty components were replaced, the controller performed as intended. As a result, the reported events were confirmed. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. An internal investigation was opened to evaluate internal battery issues with controller 2.0. The most likely root cause of the reported controller unable to recognize power sources can be attributed to a dama ged diode and integrated circuit on communication line. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. An internal investigation was opened to evaluate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2018 / serial or lot#: con303678. UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun. Mfg date: 30-apr-2017 labeled for sngle use: no. (B)(4). FDA results code(s): 3233. FDA conclusion code(s): 11. Investigation of this event is pending and a supplemental report will be sent upon its completion

Event description:
It was reported that the controller exhibited a controller fault alarm. When exchanged to the back up controller it would not recognize battery power sources. The controllers were exchanged. No patient complications have been reported as a result of this event.